Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The patient was using an omnipod 5 insulin pump at the time of the event. The patient reported experiencing brief sensor errors, with her cgm displaying low. At the same time, she reported feeling sick and weak. She performed a fingerstick blood glucose (bg fs) check, which indicated high, though she was unable to recall an exact value. The patient also reported receiving repeated low glucose alerts from both the mobile app and the insulin pump. Due to the conflicting readings and her symptoms, the patient called emergency medical services (ems). Upon arrival, paramedics performed a bg fs, which again showed high blood glucose, though no specific value was provided. No medication or treatment was administered at that time, and the patient was transported to the hospital. At the hospital, staff performed another bg fs test, which again indicated high, with no exact value documented. A lab blood test was subsequently performed and confirmed that the patient was going into diabetic ketoacidosis (dka and she was admitted and received IV fluids and IV insulin. During her hospital stay, the patient reported receiving a cgm message instructing her to start a new sensor, after which she removed the existing sensor. The patient remained hospitalized for more than 24 hours and was discharged on (B)(6) 2026. At the time of the report, she reported that she was still feeling sick. No other details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.